Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty was encountered. A 3.75mm x 12mm quantum¿ maverick¿ balloon catheter was selected for use and advanced to treat the unspecified target vessel but was unable to cross. The procedure was then completed with a different device. No complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with no other devices. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There was a complete hypotube separation 81.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the hypotube separation or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).